Manufacturer narrative:
(B)(4). Batch # p91c8u: investigation summary : the handpiece was received with the nose cone cracked. In addition, the coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument, and was found to be functional. When the instrument was disassembled to inspect the internal components, the moisture indicator was found to be positive. Due to the cracked nose cone, moisture entered the hand piece mid-housing. Analysis was unable to determine the exact root cause that lead to crack in the handpiece nosecone. It is possible that the ingress of moisture affected the handpiece functionality. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the device had a quality issue. Patient consequence was not reported. No further information was available.